Event description:
It was reported stent damage occurred. A 7.0x60x75cm express ld iliac / biliary was selected for use in the right common iliac. The device would not cross the lesion. When the device was attempted to be removed, it would not come off the sheath but through the sheath. Upon removal, damage was observed on the edge of the stent. Another of the same device along with a longer sheath was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned device. The delivery system was returned for analysis with stent fully attached to the delivery system. The device was returned inserted into the customer's 6fr sheath. A visual and microscopic examination was performed on the returned stent. The stent was fully crimped onto the delivery system. One strut on the distal section of the stent was noted to be lifted from the rest of the stent. This lifted stent strut prevented the investigator from removing the device from the sheath. The balloon was noted to be tightly folded and had not been subjected to positive pressure. During analysis the investigator successfully inflated the balloon material and deployed the stent with no issues noted. A visual and microscopic examination of the device identified no damage or any issues with the tip or markerbands that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported stent damage occurred. A 7.0x60x75cm express ld iliac / biliary was selected for use in the right common iliac. The device would not cross the lesion. When the device was attempted to be removed, it would not come off the sheath but through the sheath. Upon removal, damage was observed on the edge of the stent. Another of the same device along with a longer sheath was used to complete the procedure. There were no patient complications.